Event description:
While groshong catheter was being flushed, pt had pain and swelling at the percutaneous site under the clavicle. Chest xray revealed catheter to be completely disrupted. Pt underwent retrival of distal portion on 3/9/1999. Replacement procedure on 3/10/1999.